Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Recommended replacement time (rrt) for the device is 2.63 v and this is higher than the rrt specifications in the functional test results. Concomitant products: 6947-58 lead implanted: (B)(6) 2002; 501da20 heart valve implanted:(B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device was replaced due to premature battery depletion. The battery longevity was less than expected. The device was removed and a new device was implanted. No patient complications have been reported as a result of this event.